Event description:
On (B)(6) 2015, the reporter contacted lifescan USA alleging that the subject meter (one touch ultralink) read inaccurately erratic. The reporter claimed obtaining blood glucose readings of "358mg/dl" and two other results which the reporter could not recall with the subject meter, performed within 20 minutes of each other. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.